Event description:
MFR review of vns programming history for a pt revealed high lead impedance readings with systems testing on (B)(6) 2009, with no diagnostics listed afterwards to show that the high impedance had resolved or was continuing. Follow-up with the physician's office revealed, they were aware of the high impedance and had a chest x-ray performed which did not indicate any anomalies. High lead impedance was observed again on (B)(6) 2009. The pt's vns settings were changed on (B)(6) 2009, and no high impedance was noted on this date. On (B)(6) 2009, a chest x-ray was done which indicated possible pneumonia and the pt was admitted to the hospital for pneumonia and increased seizures and was discharged on (B)(6) 2009. The pt has been seen several times since (B)(6) 2009, most recently on (B)(6) 2010, and no high lead impedance has been noted. The pt has had no trauma and does not manipulate the vns. Attempts for further info regarding the seizures and specific diagnostics test results are in progress.